Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a microsensor kit w/ skull bolt (ID 826638) was implanted on (B)(6) 2022. After installing the sensor, the monitor displayed "-99", making it impossible to measure accurately. The microsensor was removed, and another product was used and completed. It is unknown which monitor and cable were used. It is unknown if the event lead to an increase in surgery time; however, no patient injury or death occurred.

Manufacturer narrative:
The microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - lot 3943861 (sn (B)(6)) met specifications when released. Failure analysis: the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. The icp express read 500. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause pf the issue reported by customer could probably be due to an incorrect set-up of device.

Event description:
N/a.